Manufacturer narrative:
(B)(4). Batch #t5e91p. Investigation summary the analysis results found that the ats45 device was received with the firing trigger damaged and with a 6r45b reload loaded in the device. The returned reload was partially fired 1/10. No functional test could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic appendectomy, the flex 45 was loaded with a blue reload and was inserted down through the trocar. Upon squeezing the handle, it broke off and rendered the device useless. The stapler was extracted from the patient with the blue reload intact. The procedure was completed with no patient consequences using an ¿automatic stapler.¿